Event description:
Per fax, sieve beds are leaking. Per independent repair center statement unit had low o2 or yellow light. The key failure was the sieve beds were leaking. Additional malfunctions were the zip ties leaked, the clamps, leaked, the p.m. Kit was dirty and the power switch didn't alarm.